Event description:
The sales representative reported on behalf of the customer that the device, cfbc-5503b, suture anchor with three #2 (5 metric) hi-fi sutures,5.5 mm, was being used during a arthroscopy procedure on an unknown date when it was reported, ¿inserter broke, the tip came detached.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without any reported delay. Further assessment found the inserter broke during use, a fragment fell into the patient and was retrieved using an arthroscopic grasper. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect all instruments for damage prior to use. Avoid lateral loading while inserting the genesys crossft suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, cfbc-5503b, suture anchor with three #2 (5 metric) hi-fi sutures,5.5 mm, was being used during a arthroscopy procedure on an unknown date when it was reported, ¿inserter broke, the tip came detached.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without any reported delay. Further assessment found the inserter broke during use, a fragment fell into the patient and was retrieved using an arthroscopic grasper. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.